Event description:
It was reported that during an acl reconstruction surgery, at the final step when the screw has to be planted, the screw was inside the knee when the tip broke. All broken pieces were removed from the patient. A backup device was available to complete the procedure with no major delay or patient injuries.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. The starter must be utilized with the biorci screws to minimize screw breakage during insertion. Excessive force should not be placed on the delivery instrument. No further actions pursued at this time. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
One sterile 7207681 9x25mm biorci-ha screw returned. The complaint stated: "it was reported that during an acl reconstruction surgery, at the final step when the screw has to be planted, the screw was inside the knee when the tip broke. All broken pieces were removed from the patient." Dimensional inspection verifies that this is a 9x25mm product.the head and proximal areas are in reasonable condition. The distal threads have been compressed and rolled from resistance. This is a symptom of pressure/force during insertion. Additional information was gathered that confirmed indicated the required starter instrument was not used. The tap size used was 8mm which is a smaller diameter than the product. Maximum surface to surface intent is achieved with interference style screws by use of same size tunnel allowing the screw threads to make optimum surface to surface contact. A smaller tunnel increases the risk of torque damage. No root cause related to the manufacturing of this device was confirmed.